Manufacturer narrative:
Return requested. Replacement thoracic radiolucent clamp shipped to site (B)(4) 2015. Medtronic investigation of returned suspect thoracic radiolucent clamp finds that, as reported, the adjustment screw threads are worn in the middle of the travel making it difficult to set the clamp. The clamp face is also slightly bent to one side. Physical damage - stripped threads screws. (B)(4) 2015 hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a spine procedure, the site damaged a short spine clamp, the screw was stripped. No further details regarding the damage, or how it occurred, were provided. There was no delay in therapy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.